Event description:
It was reported that the patient underwent spinal fusion surgery using rhbmp-2/acs.

Manufacturer narrative:
Date of implant: (B)(6) 2007. Conflicting information has been received regarding implant date. The patient reported via voluntary medwatch report that the implant date was (B)(6) 2007; the attorney alleged the implant date was (B)(6) 2007. Neither the patient's medical records nor information from healthcare professional have been provided. Without additional information we are not able to determine / confirm the correct implant date at this time. (B)(6).

Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient has "significant pain and limited physical mobility."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.